Manufacturer narrative:
The review of the prisma m100 pre set device history record and complaint history files for lot number 15a2105 shows that there is no manufacturing non-conformity related to the reported event and no other complaint for this lot number. The prisma m100 pre set was discarded and not available for inspection. Pictures of the involved product were provided. It was not possible to determine the root cause of the external blood leakage from the pictures provided. No damage could be seen in the pictures.

Event description:
A patient in (B)(6) was undergoing crrt which included a prisma m100 filter set. An external blood leak was observed on the top of the prisma m 100 filter from a fissure. Treatment was stopped and the blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 107 ml. During the clinical investigation of this event, the nurse reported the patient expired the following day from complications associated with his medical diagnosis. The hospital has declined our request for additional information.